Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, speed fluctuations occurred. The lesion was located in the left circumflex artery. Atherectomy was performed with a 1.25mm rotablator burr catheter. This was upsized to a 1.5mm rotablator burr catheter where two ablation passes were performed. After this, the speed began to fluctuate. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a rotational atherectomy treatment procedure, speed fluctuations occurred. The lesion was located in the left circumflex artery. Atherectomy was performed with a 1.25mm rotablator burr catheter. This was upsized to a 1.5mm rotablator burr catheter where two ablation passes were performed. After this, the speed began to fluctuate. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: initial visual inspection of the console revealed that a void seal was broken, a customer label on the cover, tape on the cover and the turbines pressure control knob was loose. During functional testing the console functioned properly. A secondary finding was that the maximum turbine pressure is out of specification. This did not affect the console operation. The turbine pressure can be readjusted so that it is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).